Event description:
It was reported that during an unspecified surgical procedure, it was observed that the smaller end on the chuck with key device was not turning and was coming apart. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the jaws inside the coupling were damaged. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.